Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale was not weighing properly. It is unknown if there was patient involvement, however no adverse consequences are reported.